Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found in backup mode. The device was not magnetic resonance conditional and the back up mode was related to a magnetic resonance interaction. High voltage therapies were disabled as a result. The device was reset and restored successfully. There were no patient consequences.